Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case, a cracked belt clip slot and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their pump and high blood glucose levels. The customer states their pump was dropped and the customer is having difficulty with blood glucose readings being displayed. The customer states they could not tell if they were 403mg/d of 493mg/dl. The customer's blood glucose level at the time of incident was unknown. The customer states the tubing that goes in the pump with the insulin and where the battery goes has broken off. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.